Event description:
It was reported that, during the device testing, the user noted that the cuff was broken. No patient injury was reported.

Manufacturer narrative:
(510k) is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the device history records (DHR) showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. One decontaminated sample was received without its original packaging. Under visual inspection the sample appeared to be in good condition. The inflation test was repeated on the received sample. It was observed that it was not even possible to inflate cuff because it leaked. Then the sample was submerged into water and cuff was inflated. Air leakage was observed from the cuff caused by a 2mm long tear. Root cause was deemed to be manufacturing-related. The affected batch was manufactured in november 2017. Since this time, several corrective actions have been implemented, with the purpose of reducing the possibility of cuff damage after inflation test.